Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed february 24, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed october 24, 2014.

Manufacturer narrative:
(B)(4): implanted device remains.